Event description:
The following is based on medical records provided by the patient: (B)(6) 2002 - the patient was implanted with a bard composix hernia mesh for the repair of a large incisional hernia. Prior to placing the mesh, lysis of adhesions was performed to free the entire small bowel both from the hernia sac and the anterior abdominal wall. The mesh was then cut to the size of the defect and secured with sutures. (B)(6) 2012, (B)(6) 2013 - on these three occasions the patient was admitted and treated conservatively for acute to subacute intestinal obstruction. On (B)(6) 2013 - the patient was admitted for diverticular bleeding due to his diverticular disease, for which he was treated with oral antibiotics. The patient further alleges pain and respiratory issues that he relates to being caused by the mesh. He also states having additional hernias around the mesh area.

Manufacturer narrative:
The medical records indicate that this is a patient with a complicated medical/surgical history. There is no indication in the medical records provided which would indicate the involvement of the mesh in relation to the patient's intestinal obstruction. The patient underwent multiple CT scans in relation to the obstruction and there was no mention of the mesh in the test reports. However there is speculation in the test reports of a possible small hernia or adhesions contributing to the bowel obstruction. Recurrence is a known and inherent risk of hernia repair procedures and is listed in the adverse reaction section of the IFU as a possible complication. In addition to the medical records provided, the patient has alleged that he is experiencing respiratory difficulties and pain that he attributes to the mesh. He also claims that the doctors will not explant the mesh as he is too high risk to sustain the procedure. Patient states he can feel the mesh under his skin and it feels "like a hard ball." Without a lot number a review of the manufacturing records is not possible. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post operative experience. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.